Manufacturer narrative:
The reported event is confirmed - manufacturing related. No actions can be taken at this time since a root cause was not identified. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter and its packaging. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery, urine did not flow and tried to run sterile water through the drainage funnel, but it could not confirm any flow.

Event description:
It was reported that during surgery, urine did not flow and tried to run sterile water through the drainage funnel, but it could not confirm any flow.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date on 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery, urine did not flow and tried to run sterile water through the drainage funnel, but it could not confirm any flow.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed - manufacturing related. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter and its packaging. Visual: received one (1) used all-silicone temp sensing foley catheter without original packaging. Visual inspection noted blockage point present at drainage lumen. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The scope of CAPA 11881143 is applicable for the product, lot number, failure mode. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery, urine did not flow and tried to run sterile water through the drainage funnel, but it could not confirm any flow.